Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue was found with the device's sensor board. The device's sensor board was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.